Manufacturer narrative:
The following hardware components were returned to the manufacturer for analysis: I/o hub was set up on our bench tester with scu-I/o hub cable and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Usb cable continuity was tested and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and scu-I/o hub cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. The returned scu to r/a psu cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Tested scu to I/o hub cable continuity and there are no opens or shorts. Cable was set up on our bench tester with I/o hub and usb cable that were returned for this case. This configuration was tested for ~24 hours without any issues. No fault found. Initial evaluation of the computer found that it was returned unused however packaging had been opened requiring further testing. Currently under analysis. No problems were found with the returned components. As previously reported the issue was resolved by replacing the positioning sensor unit (psu).

Manufacturer narrative:
A medtronic representative reported that he was not able to replicate the issue. The camera was navigating and working fine after navigating for almost an hour. He went ahead as a precaution and replaced the io hub, io comm cables and psu comm cables. He then checked the navigation system after replacing each component individually and still could not replicate the camera cycling issue. Replacing all the components appears to have resolved the issue. The rep will monitor the issue moving forward.

Manufacturer narrative:
No patient was involved with this concern. A medtronic representative went to the site to perform a planned maintenance on the system. The camera was found to be cycling. After upgrading the software, the issue temporarily stopped, but then recurred at a later date. Several replacement components related to camera tracking were shipped to the site. Only the positioning sensor unit (psu) was returned for evaluation. The hardware investigation found an electrical issue with the psu. When connected to a known good system the psu had difficulty tracking in the middle and back of the volume. There were no messages of "localizer not connected". The psu did not pass the accuracy assessment test. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative went to the site to perform a planned maintenance on the system. The camera was found to be cycling, and the software was found to be functional when the camera functioned normally. There was no patient present when the issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.